Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt of the right ventricular lead, four different positions were attempted due to high thresholds and low sensing. During one of the attempts in the right ventricular apex, tamponade occurred from a perforation. The patient also experienced pericardial effusion. The perforation was repaired and the lead remains in use. During the implant, an atrial lead was also attempted. However the helix deployed slightly before implant. Once the helix was retracted, placement was attempted,but aborted due to signs of a perforation in the patient. No atrial lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.